Event description:
Per the clinic, the patient experienced difficulty in maintaining connection with the internal due to thick skin flap. Subsequently, the patient underwent a skin flap reduction surgery under general anesthesia on (B)(6) 2025. The implanted device remains.